Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The reporter stated the surgeon used an aa4203tl 18.5 diopter with se/2.0 toric optic silicone single piece lens. Reported injector difficulties. No pt contact. Further info has been requested, but none has been forthcoming. A supplemental will be filed when further info is available.

Event description:
Caller reported three burn marks on the meter screen display. Reported meter does show signs of smoking and burning. Requested return of device, replacement sent.